Event description:
It was alleged by the patient that during treatment in a hyperbaric chamber the patient went into heart failure and their device stopped working. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d274trk ICD implant date 2012 (B)(6). (B)(4).